Event description:
It was reported the patient's blood glucose levels rose to 325 mg/dl, while wearing the pod less than 1 hour. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used. As treatment, the parent changed out the pod and the school nurse administered insulin to the patient. The patient was only with the school nurse, a few minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.